Event description:
During a gastric bypass procedure, the surgeon was attempting first firing of the instrument and the knife deployed along with a short and incomplete staple line. Surgeon converted to open case. Case completed with another device of the same product code.